Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. There was no unintended stimulation. The side effects described are in line with the anatomical target and its associated side-effect profile. If there is stimulation running on the contralateral side, this will temporarily suspend the stimulation on that side too and such allows for symptoms to return - despite the check being extremely short in duration. Given that the tremor is so significant (violent) for this patient and very dependent on the stimulation, the instance it's being turned off for a check, this causes a 2-3 sec return of symptoms (tremor) before settling again. These have been described in the original report as ¿jolts¿ but it¿s simply the stimulation going on and off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during programming of a deep brain stimulation system, the patient experienced various symptoms. The patient was noted to have overstimulation affecting balance, which resolved after the right-sided lead was turned off. After the right-sided lead was turned off to check for symptoms, a decision was made to change the contact on the right stn lead; when a new contact was selected, the patient experienced a ¿jolt¿ sensation with associated right arm twitching. Different contacts were tried and the same ¿jolt¿ and right arm twitching occurred, and the clinician stated that no voltage had been added and the setting was at zero. The clinician also noted that the symptom presentation on the right side appeared odd while programming the right stn lead. Impedance testing was performed and all impedance levels were within normal limits for both the left- and right-sided leads. No surgical intervention occurred and none was planned. No patient complications have been reported as a result of this event.